Event description:
It was reported that device entrapment occurred. The 50% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery (sfa) to popliteal artery (pop). A 6f non-boston scientific sheath was introduced via contralateral approach followed by crossing a 300cm jupiter fc guidewire into the lesion. A 2.0mm x 40mm x 145cm coyote es balloon catheter was used for dilatation but was difficult to advance on the contralateral sfa as the bifurcation was quite steep. The balloon got stuck on the guidewire and both devices had to be removed together as a unit. It was noted that the balloon catheter was "weakened" and bent. A new 300cm jupiter fc guidewire and a 2.5mm x 40mm coyote es balloon catheter were used to complete the procedure. No patient complications were reported.